Manufacturer narrative:
6 of 6 devices were returned for evaluation. Evaluation of 3 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers. Evaluation of 3 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 6 </noe> malfunction events. This report summarizes six malfunction events where a midwest stylus plus handpieces won't hold burs. There were no injuries in any of the events.